Event description:
Investigator reported that at 5 year follow-up, a patient death was reported. The cause of death is unknown. It is unknown if the event is related to the device or the procedure.

Manufacturer narrative:
Evaluation: results: death.